Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted (B)(6) 2013.

Event description:
It was reported that there were high thresholds and no capture on the right ventricular (rv) lead. High and undefined impedance was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.